Event description:
When removing the sterile drapes after surgery, several burn holes were noted through all layers of the drapes and bed sheets without any scorched or blackened areas observed. The md was present and no injury was noted to the pt. During the case, the arthrex synergy system and the invuity eigr system were being used, which are reported to be compatible. After the event, tests were performed to ascertain if the situation could be replicated and indeed the burn holes were again present. Of note, these products are supposed to be compatible.